Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the midpoint. A piece approximately 2.1 mm x 13 mm was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the harmonic ace instrument had a broken plastic seal. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. By "plastic seal" the customer meant "the anvil". No photographic images of the device(s) or a video recording of the procedure were available for review.